Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the atrial pulse amplitude was programmed to 6v, but during a follow-up, the device was found to be at 5v.